Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad detached and it was returned. During the visual inspection of the instrument, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. The device was disassembled to examine the condition of the internal components and moisture was found on the internal hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device. The evidence that was found on the instrument was: tissue pad detached, gauges and scratches on the blade and moisture in the domes. Evidence of had being re-used.

Event description:
It was reported that during a minimally invasive esophagectomy procedure, the white teflon pad fell off of the device and into the patient. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.